Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came into clinic and when the controller was connected to the monitor there was no data on the screen. The controller was connected to multiple monitors and cords. Also, the monitor was connected to another controller and worked fine. The controller was changed with no impact to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the controller not communicating with the monitor and the alarm adapter did not silence the "no power" alarm. Supplemental testing revealed the broken communication with the monitor was caused by a faulty component (u17) on the power board. However, after the damaged component was replaced, the controller restored the communication with the monitor. The damaged component was caused most likely by an electrostatic discharge (esd). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.